Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses and two conformable gore® tag® thoracic endoprostheses. It was reported the two tag® devices were implanted below the renal arteries to straighten the patient¿s extremely tortuous anatomy and neck angle of more than 60 degrees. The trunk-ipsilateral leg component was reportedly implanted within the distal portion of the tag® device and extended with a contralateral leg component. On (B)(6) 2014, an intervention was performed to treat a suspected proximal type I endoleak on the proximally implanted tag® device. An aortic extender component was implanted for proximal extension and was ballooned, but seal was reportedly not obtained. It was also reported that during ballooning, guidewire access was reportedly lost. The physician reportedly elected to convert the patient to open surgical repair and explant all five devices. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
Refer to the results of the imaging evaluation. Additional devices implanted and involved in this event: plc201000/11415790 and pla360400/12473871.